Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure that universal surgical manipulator (usm) 1's carriage was found to be separating from the system. The procedure was reportedly being completed as planned, with no reports of patient injury.